Event description:
It was reported that during a procedure, the unit was connected to an olympus arthroscope via a safelight adaptor. It was further reported that when the surgeon moved the scope, the light would cut out. It was further reported that another device was available for use and the procedure was completed as planned without any delay or medical intervention.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.